Event description:
A customer reported a "sensor ended" message with the adc device and, therefore, was unable to obtain readings. As a result, the customer experienced a loss of consciousness; the third party tried to wake the customer and tried providing the glucose but called an ambulance. Upon arrival of the paramedics, the customer was administered glucose injection (dose unspecified) for hypoglycemia treatment, and no further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. It has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor ended" message with the adc device and, therefore, was unable to obtain readings. As a result, the customer experienced a loss of consciousness; the third party tried to wake the customer and tried providing the glucose but called an ambulance. Upon arrival of the paramedics, the customer was administered glucose injection (dose unspecified) for hypoglycemia treatment, and no further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor signal low error was observed. De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba) and no issues were observed. Sensor was damaged during de-casing. Extended investigation was performed on the de-cased sensor and observed the molex connector was removed from the pcba. Data was unable to be downloaded due to the damaged molex connector, unable to re-soldered/repaired the damaged connector due to the solder pads coming away from the pcba. Unable to perform source measure unit (smu) and functionality testing without the molex connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor ended" message with the adc device and, therefore, was unable to obtain readings. As a result, the customer experienced a loss of consciousness; the third party tried to wake the customer and tried providing the glucose but called an ambulance. Upon arrival of the paramedics, the customer was administered glucose injection (dose unspecified) for hypoglycemia treatment, and no further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.